Manufacturer narrative:
The investigation into the patient's access site bleeding and limb ischemia has been completed. The impella products were not returned for evaluation. Per the clinical information provided, the root cause of the limb ischemia-reversible was most likely due to the patient's condition related to diseased/ small vessels. The root cause of the access site bleeding - major could not be determined due to insufficient clinical information provided.

Event description:
The user facility reported a 44-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced limb ischemia at the right lower extremity. A 6fr antegrade rfa sheath was placed for fem-fem bypass. Some oozing at the groin site which was later controlled.